Event description:
It was reported that the patient was seeing the recharge the device warning screen. Three months later it was reported that the patient was experiencing coupling and communications issues. It was further reported that the patients device was implanted "too deep in the pocket" and as a result she had not been able to recharge. It was noted that stimulation worked well "at first" but she has not recharged since implant due to "this problem". Two weeks later it was reported that the patient is waiting to be scheduled for a pocket revision of her battery, but no date had been set as of the date of the report. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported that there was a pocket revision on (B)(6) 2012 and the device was replaced. It was stated that therapy was fully restored. It was reported the next day that no malfunctions were seen and the cause of the event was unknown. It was suspected that the device may have been implanted too deeply. The reporter stated that there was a 'good bit' of tissue calcification in the pocket, which could have created coupling issues. Coupling with the recharger was checked intraoperatively and was good. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type programmer, patient. (B)(4).